Event description:
Event description boston scientific received information that at the implant procedure interrogation of this device was attempted prior to being implanted, and it was unsuccessful. The device was not implanted. A new pacemaker was implanted. The pacemaker will be returned for analysis.